Manufacturer narrative:
Investigation summary: the visual inspection found no defects. The bravo2 recorder physical examination in compliance lab: calibration by capsule simulator and transmission test were successful ly, performed test study for 96 hours and download the study data successfully. Recorder physical examination conclusion is that recorder function properly without any problems. To determine the reason for a gaps and high ph values in the study of the customer is not possible. The reported problem was not confirmed. A review of the DHR indicating that the product was released meeting finished product specifications. According to risk assessment dms# (B)(4), doc bravo recorder - risk analysis,v8, section 15.2, this risk was assessed by broadly acceptable. The device was being used for diagnosis. The product was not reported condition or incident. The device as received meet to specifications. The conclusion of the investigation is: problem not found. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, customer called in to report a study with multiple large gaps in the tracing. Per tech, connected to their pc and transferred a de-identified copy of the study over for review. The study shows several large gaps and high ph values. There was no patient harm.